Event description:
The pt's mother reported that the keypad was sticking. The pt's mother reports that the 'ok', 'up', and down' arrow buttons are very difficult to press and at times requires several presses to elicit response. Buttons no longer spring back and click as usual. The reporter denies exposure to moisture or cleaning products.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is completed, a supplemental report will be filed. No conclusion can be made at this time.